Event description:
It was reported to the MFR by the facility ((B)(6), per facility the aide was attempting to put the pt on the sling and then tried to hook up the sling to the lift. When the pt was lifted up, loops came off and pt fell backwards. (B)(6) stated that the aide possibly did not put the loops all the way thru and that the pt was moving a lot while they were getting the sling on her. The pt fell onto her back and hit her head. The pt was taken over to the hospital for a cat scan and was kept for overnight observation. The cat scan was negative. (B)(4), no return of device for manufacturer evaluation.